Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 12jan2018 to assess the instrument test well image in question, which appeared to be consistent with the instrument interpretation, as visually negative, with no agglutination with the instrument anti-a.

Event description:
On 12jan2018, a (B)(6) customer site reported an abo blood type mistype event, which was tested on a galileo neo on (B)(6) 2017.